Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, the atrial lead exhibited noise episodes, and the patient is prone to atrial fibrillation. No intervention was performed. There were no patient consequences.